Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the connector pin was broken when the healthcare provider went to attach it to the spinal segment of the catheter. As a result, the healthcare provider used an accessory kit and attached the collet from the kit in order to attach the catheter pieces together. The connector pin was returned to the manufacturer. There were no patient symptoms/injuries related to the event. The device system had been used to deliver dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
Analysis of catheter serial # (B)(4), revealed a detached and/or missing collet from the pin connector. The connector pin was returned in two pieces. As received, one of the collets on the pin connector was detached and not returned. Inspection of the body of the pin connector where the collet detached from did not show any anomalies. A ¿good¿ collet was placed on the body of the pin connector and the detents on that portion of the pin connector returned by the customer successfully held the collet in place. Also, there was what appeared to be a slice cut in the portion of the catheter that was returned with the pin connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.